Event description:
It was reported that the right ventricular (rv) lead dislodged and exhibited an increase in thresholds since implant. The lead was repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.